Event description:
Abbott has identified potential performance issues for the alinity ci software version 3.4.0 and lower. Abbott is releasing alinity ci software version 3.5.0 to correct the issues and enhance the overall system. The following issues have been identified along with the associated hazard(s): 1. Due to an intermittent software error, a cartridge or onboard vial rack could be loaded onto a reagent carousel position that is already occupied with another cartridge or onboard vial rack. The issue has the potential to generate incorrect results and chemical or biohazardous exposure. 2. When a printed report is requested from the sample status screen, an incorrect sample ID (sid) is printed on the second and any subsequent pages of a sample laboratory report if all the results for the sid do not fit on one page. The issue has the potential to generate incorrect results. 3. When the bar code of the calibrator carton is scanned for the alinity c-series, calibrator values are not updated from the default lot for calibrators with values that change from lot to lot. The issue has the potential to generate incorrect results. 4. When a user-defined assay is incorrectly configured with more than 40 cuvette smartwashes or 40 total reagent probe r1 and reagent probe r2 smartwashes, it will cause other tests to remain in a scheduled status. The issue has the potential to cause a delay in results. 5. When a user-defined photometric cc assay is created and no water volume is entered for the sample dilution, the software does not evaluate the total sample volume limits. In this case the total sample volume may be below or above the defined sample volume limits. The issue has the potential to generate incorrect results. 6. If customers do not use the specified avery labels defined in the alinity ci-series operations manual for user-defined 1d reagent bar code labels, the labels may not adhere to the alinity c r1 reagent bottle. The issue has the potential to generate incorrect results and chemical or biohazard exposure. 7. When the warranty limit of 20,000 tests for an ict module is exceeded before the expiration date, the user interface does not display an expired status for the ict module. The issue has the potential to generate incorrect results. There has been no reported delay in results, adverse impact to patient management, or harm to the patient or user/operator, as a result of any of these issues.

Manufacturer narrative:
Additional information for section d11: concomitant products- alinity ci series software versions: alinity ci-series software versions 1.0.0, 1.0.1, 1.0.2, list number 04u43-01 alinity ci-series software version 1.1.0, list number 04u43-02 alinity ci-series software version 1.0.3, list number 04u43-03 alinity ci-series software version 2.0.0, list number 04v20-01 alinity ci-series software version 2.1.0, list number 04v20-02 alinity ci-series software version 2.5.0, list number 04v20-03 alinity ci-series software version 2.5.1, list number 04v20-05 alinity ci-series software version 2.5.2, list number 04v20-06 alinity ci-series software version 2.6.0, list number 04v20-07 alinity ci-series software version 2.6.1, list number 04v20-09 alinity ci-series software version 2.6.2, list number 04v20-11 alinity ci-series software version 3.1.0, list number 04v20-12 alinity ci-series software version 3.1.1, list number 04v20-13 alinity ci-series software version 3.1.2, list number 04v20-14 alinity ci-series software version 3.2.0, list number 04v20-15 alinity ci-series software version 3.2.1, list number 04v20-16 alinity ci-series software version 3.2.3, list number 04v20-18 alinity ci-series software version 3.3.0, list number 04v20-19 alinity ci-series software version 3.3.1, list number 04v20-20 alinity ci-series software version 3.3.2, list number 04v20-21 alinity ci-series software version 3.3.3, list number 04v20-22 the investigation into these potential issues found that they were caused by alinity ci series software versions 3.4.0 and earlier. A product correction letter was issued on 30may2023 to all alinity customers who have installed the alinity system control module (scm), notifying them of the issues in alinity ci software versions 3.4.0 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity ci series to software version 3.5.0. Additionally, the product correction letter informs the customer of the necessary actions that are required until the software is installed.

Event description:
Abbott has identified potential performance issues for the alinity ci software version 3.4.0 and lower. Abbott is releasing alinity ci software version 3.5.0 to correct the issues and enhance the overall system. The following issues have been identified along with the associated hazard(s): 1. Due to an intermittent software error, a cartridge or onboard vial rack could be loaded onto a reagent carousel position that is already occupied with another cartridge or onboard vial rack. The issue has the potential to generate incorrect results and chemical or biohazardous exposure. 2. When a printed report is requested from the sample status screen, an incorrect sample ID (sid) is printed on the second and any subsequent pages of a sample laboratory report if all the results for the sid do not fit on one page. The issue has the potential to generate incorrect results. 3. When the bar code of the calibrator carton is scanned for the alinity c-series, calibrator values are not updated from the default lot for calibrators with values that change from lot to lot. The issue has the potential to generate incorrect results. 4. When a user-defined assay is incorrectly configured with more than 40 cuvette smartwashes or 40 total reagent probe r1 and reagent probe r2 smartwashes, it will cause other tests to remain in a scheduled status. The issue has the potential to cause a delay in results. 5. When a user-defined photometric cc assay is created and no water volume is entered for the sample dilution, the software does not evaluate the total sample volume limits. In this case the total sample volume may be below or above the defined sample volume limits. The issue has the potential to generate incorrect results. 6. If customers do not use the specified avery labels defined in the alinity ci-series operations manual for user-defined 1d reagent bar code labels, the labels may not adhere to the alinity c r1 reagent bottle. The issue has the potential to generate incorrect results and chemical or biohazard exposure. 7. When the warranty limit of 20,000 tests for an ict module is exceeded before the expiration date, the user interface does not display an expired status for the ict module. The issue has the potential to generate incorrect results. There has been no reported delay in results, adverse impact to patient management, or harm to the patient or user/operator, as a result of any of these issues.

Manufacturer narrative:
Additional information in e4 and h9:3016438761-10/31/23-002-corrected.